Event description:
Stabilis implanted (B)(6) 2013. In a post-operative follow up it was observed that the coverlocs had come off and the associated screws were backing out. Revision surgery required. Identified in early (B)(6).

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.